Event description:
Hospital emergency room staff responded to a cardiac arrest. The device was attached to the patient with disposable defibrillation electrodes. The intern performing CPR on the patient was reportedly shocked with 200 joules. The nurse operating the device states that she was setting the energy to be delivered, she did not hear the device charge up and she did not press the discharge button. The hosptial staff continued to treat the patient with the device, at the end of the code the intern was admitted and monitored for several hours then released.